Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the lifevest kept rolling up and caused the skin under the patient's breast and sides to bleed. The patient reported that the device was rubbing the skin under the breasts. The patient's doctor recommended that the patient place a liner under her breasts. The patient was also prescribed nystatin cream and gauze to help heal the area. Follow-up indicated that the patient had been using a powder called (B)(6) which the patient said allowed the area to dry and heal. The patient also ended use of the device.